Event description:
It was reported that noise was observed via review of segm. Possible lead damage suspected. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.